Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence,poly wear and tibial loosening. Loosening occur at the bone/cement and cement/implant interface. Cement manufacturer is of unknown. After reviewing the medical records for MDR reportability, the radiographs of the right knee are reported to show that the patient had fracturing (missing word on document) of the medial tibial plateau with aseptic loosening and subsidence of the tibial component and periprosthetic osteolysis.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.